Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 23mm sapien 3 ultra valve/delivery system and the 14fr esheath+. The valve strut was bent and a vascular dissection occurred. As reported, during insertion of the first 23mm commander delivery system/valve into the esheath+, high push for was met a couple of centimeters into the blue portion. The esheath was repositioned and the valve/ds was able to be advanced with no issue. After alignment was performed and a different angle was taken it was noticed that the valve frame was bent. The team elected to try and bring the system back into the esheath. The team did not note additional resistance getting the system and valve into the sheath and/or getting everything out of the patient. The valve/ds was brought into the esheath and everything was removed. Upon removal, damage was noted on the esheath/ds. Another 14 esheath+ was inserted and the 23mm valve/ds was advanced without issue and implanted. After esheath removal, imaging was performed and a dissection in the distal right common iliac and right common femoral artery was noted. A vascular surgery was performed, endovascular and open repair. The patient was stable throughout the procedure. Per photos provided, the esheath liner was torn and liner strands were present.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11402.

Manufacturer narrative:
Supplemental report submitted to include pre-decontamination observations. Updated h6 device code(s). The esheath+ was received with the delivery system partially inserted through 14f sheath. The liner was torn starting approximately 1.5" from strain relief and extended through the soft tip approximately 10" in length. A liner strand starts at 2" from the distal tip and is approximately 9" in length. The marker band was present.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The sheath was visually inspected and the following observations were made: sheath shaft was curved. The liner was fully expanded but torn, starting approximately 1.5'' from strain relief until the distal tip. Two liner strands were noted. The longer strand is located approximately 2'' from distal tip with a length of approximately 9''. The shorter strand is located approximately 5'' from strain relief. The sheath distal tip was opened as designed. Liner thickness was measured along the liner tear and all measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath liner strand, sheath liner torn, and resistance between system components were confirmed . An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment (pra) is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. The root causes identified in technical summary. A were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imaging review, the patient's access vessel had undersized vessel regions. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through an undersized pathway, it is possible that the increased interaction between the sheath and delivery system can lead the crimped valve can catch onto the sheath liner and tear it during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU ), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (undersized vessel) may have contributed to the resistance and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the liner tear and liner strands. No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.